Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty electrical component on the radio frequency board. The insulin pump passed idle current test, run current test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Unable to test the blood glucose meter and verify lost sensor alarm due to a64 alarm. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received failed self test alarm. The customer's blood glucose was 80 mg/dl at the time of incident. The customer stated that they treated the blood glucose with food. The customer stated that the bolus amount was recorded in the bolus history. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.